Event description:
The abulance service risk mgr later clarified that the reported problem was a failure of the defibrillator to charge. The operator reported that each time they attempted to charge the defibrillator a 'connect cable' warning message was displayed on the monitor. The risk mgr said that it is not known if the reported malfunction may have affected the pt's outcome.